Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl. The customer treated by drinking juice. Troubleshooting was declined for low blood glucose. Customer did not receive the sensor connected alert. The customer advised to monitor the insulin pump. The insulin pump will not be returned for analysis.